Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented post-magnetic resonance imaging (MRI) procedure. Upon review, the implantable cardioverter defibrillator exhibited reduced longevity to elective replacement indicator after the procedure than before the procedure. No intervention was performed. The patient experienced no adverse consequences.